Manufacturer narrative:
E.1.: postal code: (B)(6), e.1.: phone number: (B)(6). The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, right side " pain. Lobulated contours with radial folds. As well as, peri-implant collections". Device has been explanted.